Event description:
The customer reported via phone call that the insulin pump had a crack in the casing. The customer's blood glucose was unknown. The customer was advised that the insulin pump needed to be replaced. The customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
The insulin pump had unresponsive buttons due to corroded keypad traces. The insulin pump had a minor scratched lcd window, a cracked case at the display window corners, cracked battery tube threads, a cracked reservoir tube lip, a cracked reservoir tube window and a cracked case at reservoir tube window corner.